Event description:
Reporter alleged, he obtained a 160 mg/dl on the advantage system and the next day, he went to a series of routine appointments where lab work was done. Reporter stated that around noon, he was sent to the hospital because a reading of 1217 mg/dl was obtained on their system. Reporter stated he was put on an IV right away, at a certain points, he was given insulin injections after he was tested and then he was released 6 days later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the event happened 8-9 mos ago, and so no product will be returned for evaluation.